Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received states that the device was explanted.

Manufacturer narrative:
Final analysis found the device to be anomalous. It did not vibrate when voltage was applied to it although current was present in approximately the amount expected.

Event description:
It was reported that during a notifier test, the vibration could not be felt. The device remains implanted despite it reaching normal eri due to the patient not wanting surgery. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.